Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow cannulas were not returned to fisher & paykel healthcare. Our investigation is thus based on information and a photograph of one of the complaint devices provided by the customer. Results: visual inspection of the photograph provided by the customer revealed that the tubing was pulled apart in two areas. Conclusion: the reported event is most likely caused by the tube of the opt944 cannula being pulled by the patient or caregiver. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject cannula would have met the specification at the time of production. The setup instructions in the user instructions which accompany the opt944 nasal cannula include the following steps: "ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." The user instructions also contain the following warnings/cautions: "do not crush or stretch tube, to prevent loss of therapy." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) that four opt944 optiflow adult nasal cannulas were broken during use. There were no patient consequences.